Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip asr femoral head; unknown hip asr femoral adaptor; unknown hip asr acetabular cup; unknown hip femoral stem.

Event description:
It was reported that the patient had a prodigy stem with asr construct. The surgeon found slight signs of metallosis and proceeded to take the metal on metal implant off the 12/14 prodigy stem, leaving the depuy cup. He then decided to use a smith & nephew size 45mm dual mobility, which has an inside diameter of 22mm. The surgeon trailed with depuy 22mm heads, however he put a smith & nephew 12/14 taper 22mm +12 femoral head on the stem. The surgeon is aware that this was an off label use of company products. Doi: unknown; dor: (B)(6) 2018; unknown hip.